Event description:
The customer contacted baxter's technical service center to report a hi-drain 105 alarm on a homechoice (hc) device during drain 5 of 6, patient connected. The baxter technical service representative (tsr) reviewed therapy log for (B)(6) 2012 and determined that the hi-drain was due to improper bypass of drain in drain cycle 4 of 6. The caregiver (cg) stated that she was advised by the peritoneal dialysis registered nurse (pdrn) that if drain does not move on to bypass to fill. The tsr advised the cg to call for troubleshooting assistance before bypassing a drain. The tsr initiated a swap of the device. The home patient (hp) has the procard. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No missed therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv). The iipv was confirmed by review of the logs. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. Device met specifications relative to iipv in the logs. A labeling review of homechoice / homechoice pro apd systems patient at-home guide was found to be sufficient for the use/user error associated with this event. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.